Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not completely forming. They opened a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. Accidental needle stick occurred; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.